Event description:
One (1) unit of packed red blood cells was hung according to hospital policy. As rn assessed blood flowing through y-type blood / solution set with standard blood filter as transfusion was initiated, rn noticed blood dripping out of the blood filter and onto the floor. Transfusion stopped immediately. Patient received no blood. Blood bank and lip notified. Unit and tubing discarded. New unit of blood ordered for patient.